Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011. The field service engineer (fse) inspected the instrument for visible signs of defects and none were detected. The fse performed minor preventive maintenance activities. Subsequently, quality control results failed to perform within the customer's established ranges. The fse returned to the customer site on (B)(4) 2011 and performed a high sensitivity system check which provided results within instrument specifications. The fse also verified repairs per established procedures and the results met published performance specifications. Although the instrument was repaired and returned into service, a definitive root cause can not be determined for this event.

Event description:
The customer reported that an erroneous, high cardiac troponin (accutni) result was generated on the unicel dxc 600i synchron access clinical system for one patient sample. The result was reported out of the laboratory. The patient was admitted to the hospital and cardiac treatment was initiated. Specific details regarding the type of treatment administered was not provided. Repeat analysis of the same sample on another instrument, generated a result within the normal reference range which was considered valid. The instrument was indicated as performing within acceptable qc specifications prior to the event, however failed to meet established specification after the event. The sample was collected in plasma lihep tubes and centrifuged during preparation.